Event description:
On or about (B)(6) 2023, plaintiff underwent placement of an angiodynamics smartport product, reference number h787ct80stpd0, lot number 5803622. The device was implanted by dr. (B)(6) md at (B)(6) hospital in (B)(6) for the purpose of chemotherapy. On or about (B)(6) 2023, plaintiff was diagnosed with an infection. Port removal was recommended. On or about (B)(6) 2023, plaintiff's port was removed by dr. (B)(6) at (B)(6) hospital in (B)(6).

Manufacturer narrative:
The device is not available to be returned to the manufacturer for evaluation. An investigation into the root cause for the event is currently in progress. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4).

Manufacturer narrative:
Final emdr 1319211-2025-00060 was inadvertently reported under 1319211-2026-00060; therefore, this follow up is being submitted to bring attention to this error.